Manufacturer narrative:
Examination of the returned device confirms the reported event. Previous investigations found the root cause is attributed to a supplier assembly process. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through eco 343292 in january 2011. The returned device was manufactured prior improvements. Additional corrective action not indicated at this time. Monitor the improved design through sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ratchet does not work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.